Event description:
It was reported that the customer received a no delivery alarm and then a motor error alarm during a bolus afterwards. After changing the insertion site, the customer received the no delivery alarm again. The customer declined troubleshooting for the no delivery alarm. The customer's blood glucose was 285 mg/dl. Troubleshooting for the motor error alarm was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence prior to the call. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.